Manufacturer narrative:
Final analysis found that the lead was returned two pieces. Final analysis found that the insulation was abraded at 39.5 cm to 39.7 cm from the distal tip. The abrasions to the inner insulation were consistent with those occurring at the time of explant. The damage found likely resulted in the reported noise complaint from the field.

Event description:
New information indicated the lead exhibited fracture.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no adverse events and the patient was doing good post procedure.